Event description:
The facility representative reported a colleague infusion pump with failure code 810:15. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 8.11.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with diagnostic failure code 810:15 was confirmed but not duplicated by baxter service personnel. The root cause was determined to be a defective pump module unit. The pump module unit was replaced to correct this condition. A device history review revealed no abnormalities were found during manufacturing. A service history review revealed that this is a new device with no prior service history. Should additional information be received, a follow-up medwatch will be submitted.